Manufacturer narrative:
The device remains implanted and functioning as intended. The delivery system was not returned. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
During the treatment of sfa occlusion, three gore viabahn devices were implanted in the right sfa. Following implantation, imaging revealed an extra radiopaque marker. Upon further investigation, a distal tip was found to be detached from a catheter. The detached tip had remained on the guidewire and was retrieved without incident. The patient did not experience any adverse consequences.